Event description:
A peritoneal dialysis (pd) patient experienced a disconnection between the transfer set and the titanium adapter, specified as ¿the line became detached at the titanium end¿. The patient reported they were "told to reconnect and carry on with treatment". Subsequently, two days later the patient developed peritonitis. The cause of the disconnection was not reported. It was not reported if the patient was hospitalized for the peritonitis event. The patient was treated with unspecified antibiotics for the event. At the time of this report, antibiotic therapy was ongoing, and the patient was recovering from the event. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The reported product is an unknown baxter transfer set. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.